Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/ lot.

Event description:
Allegedly the patient was revised due to a sizing issue.

Manufacturer narrative:
This report will be updated when investigation is complete. This is the same event as 3010536692-2014-01356_01, -01566, -01567, -01568, -01570, -01571.